Manufacturer narrative:
H6: additional codes: previous code e2403 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor was making lots of noise when not in use. They were trying to identify nerve, but the nerve monitor continued to make noise which made it difficult to use the monitor. No known patient impact. Additional information received, stated that, the muting feature no longer works both wireless and hardwired. During last weeks case the nerve monitor stopped working during the middle of the procedure, giving zero stimulus to the patient. Dr. (B)(6) stated that he damaged the nerve during this portion of the procedure and has asked that the nim vital console and the p.I. Box be sent back for inspection. Dr. (B)(6) stated that after some time after the nim vital stopped delivering stimulus they decided to swap out the prass probe to see if that would correct theissue. He states that in fact did work and they were able to get stimulation with the prass probe. But for the portion of the procedure where they had no nerve stimulus he states that the patient did sustain an injury to a nerve. He did not state which nerve or the status of the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H4: device manufacturing date: 2020-12-08. H6:img code g02005 for product ID: nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b 1.: the event has been updated for adverse event and product problem. H6: additional codes: previous code f24, f26 and a090804 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.